Manufacturer narrative:
The steris technician arrived onsite and performed troubleshooting on the amsco 7052hp washer-disinfector, no repairs were required. The technician cleaned the rinse reservoir to resolve the issue. The steris technician tested the unit, confirmed it to be operational, and returned it to service. The amsco 7052hp maintenance manual (764337483 rev e) states, "6.100 alarm #51 rinse reservoir- condition: alarm is triggered when reservoir over temperature switch (ots) is tripped and cycle is running. Advanced troubleshooting: clean or replace level sensor." The steris account manager contacted the user facility to offer counseling on the proper troubleshooting techniques to the amsco 7052hp washer-disinfector; however, the user facility has declined. No additional issues have been reported.

Event description:
The user facility reported the rinse reservoir overtemperature alarm to their amsco 7052hp washer-disinfector was "tripped" and not working properly. The unit was removed from service to await onsite inspection; subsequently attributing to a procedure delay. No report of injury.